Event description:
The customer reported patient's fall from bed due to issue with side rail collapse. The patient was facing the side of the bed and was holding on to the bed side rail, when the bed side rail fell down. The staff tried to stop the patient from falling but the patient fell from the bed, landing on top of staff. No injury was sustained. The involved bed was not possible to be identified, therefore not evaluation is possible, however it was indicated that the bed linen was trapped between the safety side plunger and the housing, causing that the safety side could not lock properly.

Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow-up report once the investigation is completed. Device was not available for evaluation.

Manufacturer narrative:
The instructions for use for enterprise 5000 (document number: (B)(4)) instructs the user as follows regarding usage of safety side:: - ¿ensure that the locking mechanism is securely engaged when the safety sides are left in the raised position.¿ the instruction for use, includes also graphical images showing how to operate the safety side and guides through lowering and raising the safety sides. This document states that ¿when the safety side is raised, the locking bolt behind the operating knob must not be visible [¿]¿. IFU warns: - ¿do not leave the safety side in the raised position with the locking bolt visible.¿ based on the information gathered during the investigation, we concluded that the patient¿s fall was the result of failure to ensure that the locking mechanism was securely engaged when the safety side was raised. In summary, the bed was not available for the inspection, however, based on the analysis of the complaint details, we were able to conclude that the safety side lowered and, consequently, the patient¿s fall was the result of safety side not being locked when raised. Therefore, from this perspective, the device failed to meet its performance specification from a use error. The device was used for a patient treatment when the event occurred and therefore was involved in the event. This complaint is deemed reportable due to patient's fall from the bed. Please note that previous medwatch reports for this product may have been submitted under the following registration number (B)(4). Currently, these products are to be handled by arjohuntleigh ab¿s complaint handling establishment and any medwatch reports will be submitted under registration #(B)(4).

Event description:
Following the customer's allegation, a patient fell out of the bed due to safety side collapsing. The initial reporter explained that the patient was facing the safety side of the bed, the patient was holding onto the safety side during the incident and the safety side fell down. The staff tried to stop the patient from falling, however the patient fell on top of the ward sister, who lost her balance and they both fell on the floor. No injury was sustained. The customer stated that the bed linen was stuck between the safety side plunger and housing, therefore the safety side was not locked in place. The bed was not available for the inspection due to staff being unable to identify the claimed bed.